Manufacturer narrative:
The cause of the noise could not be determined.

Manufacturer narrative:
(B)(4). The reported field events of noise and sensing anomaly could not be confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The reported field events could not be determined.

Event description:
It was reported that the patient presented at the hospital for a normal device change out. A new device was implanted successfully with normal test results. After the pocket was closed off, the device detected unexplainable noise as an arrhythmia. The device was explanted 2 days after its initial implant.